Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that intermittent cartridge change errors occurred with multiple cartridges during the loading process. The user's blood glucose (bg) level was not impacted during the past event; however, the bg level for the current event was reported at 297mg/dl. It was confirmed that the user corrected bg level with a manual injection and will continue to use manual injections for until replacement pump is received.